Event description:
Performing a baseline mammogram, first image was lowering compression, the compression paddle popped/cracked. Patient was startled and she said it did pinch her upper chest. I removed the compression paddle from the room. I apologized, she said she was ok, I checked her before she left, noticed no bruising but a red mark was present on the right upper chest.